Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, heartstring seal did not deploy. A replacement device was used to complete the procedure. Hospital mentioned that, this happened two weeks ago. They used a replacement unit to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal was inside the loader. The delivery device was separate from the loader and the plunger had not been depressed. There was no blood contamination on the seal or the delivery tube. Based upon these findings, the deployment phase had not begun, so the reported complaint "failure to deploy" was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).